Event description:
Info received indicates the brake appears to be set but does not hold.

Manufacturer narrative:
The technician found the brake/steer pedal wasn't controlling the casters on both sides of the bed. The left side wasn't connected to the bar connecting both sides. He reconnected connected bar to repair the bed.